Event description:
A discordant, falsely elevated troponin ultra (tni ul) result was obtained on the second sample from one patient on an advia centaur xp instrument. The discordant tni ul result was reported to the physician(s) and the result was questioned. The same sample was then repeated on the same instrument, which resulted lower. A third sample was drawn, tested and repeated, and both resulted lower. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant advia centaur xp tni ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. When on site, the customer reported to the cse that there were two instrument errors: waste reservoir full and reagent probe 1 pack to cuvette. After evaluation of the instrument and instrument data, the cse replaced a blocked reservoir and a crimped reagent probe cable. A total service call was performed and the aspirate probe guides were replaced to optimize the aspiration wash. The base reservoir cap was leaking and was replaced. The base pump water lubrication line had come off, and the line was re-attached. The luminometer function and dark counts were checked. The reagent probes 1 and 2 were bent, and the cse replaced them and calibrated their positions. The cse ran controls to verify instrument performance. The cause for the discordant tni ultra result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.